Event description:
The user facility reported a instance where a z-800 infusion pump did not detect air in the IV tubing below the pump. Air-eliminating filter was part of the IV set. Air did not reach patient. There was no patient harm. Erbitux was the drug being infused. Zyno has requested but the user facility is yet to provide patient information.

Manufacturer narrative:
On site evaluation of the device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. The air-in-line alarm function was inspected and found to be functional according to specification. This user facility has had similar incidents before and in service was provided to emphasize the potential consequence of over-programming the vtbi parameter. Users admit they routinely over-program the vtbi parameter to reduce their workload to attend an alarming pump. Instead, they relied on air-in-line alarm as the sole mechanism of infusion shutdown upon fluid bag empty. This practice exposed air-in-line alarm as the single point of failure. A zyno representative provided additional in-service, which emphasized the potential consequence of over-programming the vtbi parameter and reinforced the intended use of the device.